Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that she was having issues with infusion set and was getting insulin flow blocked alarm when site was placed in her stomach. However, when customer puts infusion set in her arm it pops out and causes her to bleed. The customer tried to bolus for food and got insulin flow blocked alert. Customer states the insulin exited during 5.0u fill cannula. Patient's blood glucose at time of incident was 631mg/dl. Patient's current blood glucose was more than 600mg/dl. The customer had nausea, vomiting this morning. The customer treated high blood glucose with manual injection. Customer reports they have not contacted their doctor regarding the high blood glucose. Blood glucose value when admitted to hospital was 386mg/dl. The customer was feeling dehydrated and drinking a lot of water. Cause of hospitalization as per doctor was that the patient had muscle cramps and pain due to high blood glucose, but was never seen by a doctor. Customer didn't receive any treatment. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.